Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated alerts with insulin therapy stopped. The agent gathered blood glucose (bg) information and advised a dry run and full supply change, but the user did not have supplies at work. The highest bg reported was 240 mg/dl. Insulin delivery could not resume until supplies were available. The user transitioned to backup therapy with needles and planned to call back after work with supplies. On (B)(6) 2025, reports showed the user was back in range at 10:32 pm. No symptoms were reported during the event, and no medical intervention was required at the time of call.